Event description:
Reporter indicated that his vns therapy programming wand was not properly communicating with patients' pulse generators. Wand was subsequently returned to manufacturer for product analysis. During analysis, the reported issue, failure to program, was confirmed. The serial data cable, which produced communication errors, had open and intermittent conductors. A known good bench serial data cable was substituted and all communications errors cleared.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.